Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after completion of surgery it was noticed the implanted devices were incompatible. The pt was taken back to the operating room and revised later that day.